Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient returned for follow up approximately 17 years post index procedure. A CT was performed showing an aneurysm of 65mm maximum diameter and a type iii endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information was received reported that an intervention was performed where the type iii endoleak was confirmed on angiogram. The stent graft was relined with a tri vascular endograft and on the final angiogram the endoleak was resolved. The patient has been released and is doing well at home film evaluation summary the cause and source of the reported type iii endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s returned from 16+ years post-implant revealed that the aaa max diameter measured 65mm. The bifurcate was positioned ~10mm below the lowest right renal artery; however, it is unknown if the bifurcate may have migrated. The neck diameter just below the right renal measured ~25mm, and the bifurcate proximal od measured 28mm. The neck diameter at the bifurcate proximal margin was ~33mm and there was a resulting localized area of contrast seen at the top of the bifurcate around the left-lateral side of the bifurcate. However, the contrast appeared to be contained by the bifurcate within the upper portion of the neck and no clear contrast was seen within the proximal sac. The distal limbs appeared well sealed; bilaterally. One of the CT studies showed possible contrast from an unknown source filling the sac; however, this potential endoleak could not be confirmed on the other CT¿s contrast studies and was therefore inconclusive. There is currently little/no radial oversizing of the bifurcate within the proximal neck. It is possible that the contrast seen within the proximal sac, which seemed contained within the neck, may have still been pressurizing the aaa. The marginal proximal seal appears most likely to have been caused by disease progression; neck dilatation. If information is provided in the future, a supplemental report will be issued.